Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/27/2025, it was reported by a sales representative via (B)(6) that an ar-8943-15 depth device was inserted into an ar-8943-15-1 slider and when the depth device entered the bone, it broke off. This occurred during use in a case with no patient effect. Another device was swapped, and the case was completed with no adverse effects to the patient.